Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed incoming functionality testing and displayed a service code 110 (overvoltage set no energy). The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca. The root cause for the defective c1 capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
While investigating a patient's monitor for an unrelated issue, a reportable problem was identified. The monitor displayed a service code 110 (overvoltage set - no energy) during pulse testing.